Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted the complete lead was returned. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
(B)(4) received information that the pacemaker patient presented for normal follow up visit and upon interrogation it was found that the right ventricular (rv) lead exhibited an increase in threshold measurements which led to loss of capture. The patient then noted that they had fallen recently. An x-ray was taken which the physician did not feel showed any signifcant findings, however a dislodgement was suspected. A revision procedure was performed where the lead was explanted and another lead was successfully implanted. No additional adverse patient effects were reported.